Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ¿brief sensor issue occurred. The wearable was inserted into the abdomen, which is an off label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm experienced a brief sensor error state, resulting in no cgm values or alerts being received. The patient reported that, due to this issue, they were transported by ems to the ER for an ¿insulin reaction.¿ no symptoms were reported by the patient. The patient declined to provide dexcom technical support with additional event details at the time of the initial report. A follow-up call was made on 11/06/2025, during which the patient again refused to share further information regarding the event. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.